Manufacturer narrative:
Investigation summary: a complaint history check was performed and this is the 1st related complaint for barrel damaged/cracked and the 2nd related complaint for difficult/unable to operate (not getting dose) on lot # 9063823. No samples (including photos) were returned. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9063823. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200812920] noted for cracked barrel. There were three (3) notifications [200812809, 200813473, 200812377] noted that did not pertain to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd syringe 1.0ml 8mm 90 bx 450 mo had a cracked in the barrel and patient did not receive correct dose of insulin. The following information was provided by the initial reporter: issue(s): consumer found 1 syringe with crack in barrel at the 50 unit marker. Consumer noticed during her injection. Feels did not receive her full dose. Consumer will just test again to see where her glucose level are. Long time diabetic. Lot #: 9063823a. Item #: 328289. Date of event: (B)(6) 2020. Discarded sample.